Event description:
Event description guidant received information that this flextend lead had dislodged causing loss of pacing. The lead was successfully repositioned to resolve the clinical observation. No other adverse events have been reported.